Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two extensions from the same lot. Device 1 of 3. Reference MFR report #: 1627487-2016-00598 and 1627487-2016-00599. It was reported the patient's leads had dislodged and pulled out of the extensions. Issue was confirmed via x-rays. An impedance check revealed high impedances on multiple contacts. As a result, the patient's extensions were explanted and replaced on (B)(6) 2016. The issue was resolved by surgical intervention.